Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the images were dark on their stack system which is used for cancer screening. No negative impact in state of health reported.

Manufacturer narrative:
Additional information: the device was not sent to karl storz. However, the following customer complaint was forwarded to us: "images were dark ", which couldn't be confirmed. Since the device was not sent in, it is not possible to determine in detail what kind of malfunction occurred. Presumably, there was a malfunction in the peripherals. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).